Event description:
It was reported to philips that the allura device displayed the error message "fluoroscopy failed" and the footswitch did not command x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the kv/ma control board. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that the fluoro not available intermittently displayed on the system. Upon reviewing the logs fse identified that errors related to both converters short circuit. It was confirmed that the issue reoccurred after replacing both the generator convertors. Kv/ma board was ordered for onsite replacement. To resolve the issue fse replaced the unit dig. Kv ma control board. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.